Event description:
Received notification from atty representing pt of lawsuit against dr. Allegations include pt developed sepsis as a result of leakage at the site and required add'l procedures. Atty has no intention of adding co as defendant as he does not feel there was a product issue.